Event description:
While the rn was flushing the extension set, she found it was leaking near male luer connection. She tightened the connection and still noted the leak. Set was changed out. There was no pt harm and no medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of leak near the male luer connection could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.